Event description:
Chemotherapy nurse noticed swelling around port while getting chemotherapy. Port-a-gram revealed that the port was leaking around the area of the outlet stem. Port was removed and replaced with the same type port.